Manufacturer narrative:
No patient information provided as no patient was involved in this concern.return requested for articulating arm. No parts have been received by manufacturer for analysis.no further issues have been reported.

Event description:
A medtronic representative received a report from a site representative, resident, that their navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the returned vertek arm was found to be in good working condition and passed the vertek arm force test without issue. No problem found. Testing was unable to replicate the reported issue.